Manufacturer narrative:
The customer reported that the new kvm sender and receiver that they received and installed is not working. Only the b side (second monitor) input seems to be working. Technical support (ts) tried to flip the cns to sender cables (sender side); however, the issue followed the cable for the primary display. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 attempt # 1: 05/29/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 06/06/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 06/11/2024 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that the new kvm sender and receiver that they received and installed is not working. There was no patient injury reported.

Event description:
The customer reported that the new kvm sender and receiver that they received and installed is not working. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the new kvm sender and receiver that they received and installed is not working. Only the b side (second monitor) input seems to be working. Technical support (ts) tried to flip the cns to sender cables (sender side); however, the issue followed the cable for the primary display. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: after several follow ups with the customer, the customer could not provide a tracking number to verify shipment of the device for evaluation or repair. A root cause could not be determined due to no device being returned. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative. UDI related data quality updates corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.